Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage inside pump noted. Unable to perform the prime/delivery test due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a button error alarm. It was reported that insulin pump was exposed to moisture from rain as customer was hiking. Customer also received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was 104 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.